Event description:
It was reported that noise, high impedance and no capture were observed. X-ray was inconclusive. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.